Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the timing set wrong by customer and with no signs of external damage. Event log history was performed and indicated that multiple consecutive occlusion alarms were recorded in history. During analysis, the pump would occlude prematurely during occlusion test. With zero pressure the count was at 440 and the force value fluctuates rapidly between 10-13 lbs. It was noted that the pump was unable to calibrate, the value was below minimum. It was noted that the force sensor was partially unplugged from the plunger board, and the timing plates were set incorrectly, and this was the cause of the reported issue. Service securely plugged in the force sensor to correct the reported issue. Service also replaced force sensor and plunger cable as a preventative measure. Service also performed calibration, preventive maintenance and all functional tests which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited force sensor failure. No patient consequences were reported. No adverse effects were reported.